Event description:
It was reported that a user experienced loss of glucose readings on a dexcom g7 display while their ilet system continued to receive g7 data, and the user was advised to monitor and call back if additional issues occurred. Symptoms included no adverse clinical effects. Outcomes included no impact on health or care utilization. Investigation included customer communication and basic troubleshooting and education. Investigation of this case revealed a transient signal loss complaint with no confirmed ilet malfunction and no identified responsible device. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of a device-related failure.